Event description:
The customer reported that the hard drive malfunctioned. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the hard drive and loaded the software operation. The system operates as intended.